Manufacturer narrative:
Batch review performed on 30 october 2018 lot 123067: (B)(4) items manufactured and released on 12 november 2012. Expiration date:2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in complaining of instability 2 years and 8 months after the primary surgery. The patient became unstable over time. The surgeon revised a 14mm insert for a 17mm insert successfully.